Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Additionally, it was reported that the pump battery depleted quickly. Customer's blood glucose ranged from 162-163 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.